Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 6 had no lights on board and not detected on bus, which located on ccr1rm116. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that thermal damage to component u300 on the full height cubie pmc circuit board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "r1rm116 main 6 drawer no lights on board" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order#: (B)(4), the fse reported that the pyxibus module control board had no lights in it. The fse tested all the control boards and found the module controller to be bad. Finally, the fse tested in hta. The report was closed. During dchu visual inspection: pn: 151903-01: the "pcba fh cubie pmc" was received with signs of thermal damage on component u300. During dchu testing: pn: 151903-01: the testing from dchu was not required due to the signs of thermal damage on the internal components of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc circuit board (pn: 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.